Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's husband reported via phone call that his wife was hospitalized twice on (B)(6) 2018 due to hyperglycemia. The customer's husband reported that his wife had high blood glucose level was 19 mmol/l. It was stated that the customer was at the hospital for several hours and then was released on (B)(6) 2018. The customer's husband stated that the wife went back to the hospital and was admitted again on (B)(6) 2018. The customer experienced symptoms such as vomiting and had too many ketones in her blood. The cause of hospitalization was reported as high blood glucose of 19 mmol/l and vomiting. It was reported that the customer was wearing the insulin pump at the time of hospitalization. It was reported that the customer was in intensive care unit and was put on IV. It was reported that the hospital staff asked to remove the insulin pump after a while and the customer was treated with manual injection which help her to improve. The hospital stated to the husband that the insulin pump was the caused of the issues. Troubleshooting was performed. The insulin pump passed the self test, high pressure test the insulin pump received no delivery alarm. Product is not expected to return for analysis.